Event description:
Provider states the end user alleged the bar is bent. Provider states this is the third time the end user has had this issue, it happened last week and the provider was able to bend back into the shape, and end user called and stated the bar is bent again this morning. Provider states the first time it happened the end user alleged he was having problems disengaging the wheel to drive. No further information provided.